Event description:
It was reported, prior to the attempted implantation of this 34mm transcatheter aortic bioprosthetic valve (tav), in a patient with a type 1 bicuspid native aortic valve with severe calcification, a pre-implant balloon valvuloplasty was performed and the tav was loaded into the delivery catheter system (dcs) with no issue. The dcs and loaded tav were inserted into the patient's vasculature and advanced to the aortic annulus. Upon the first deployment attempt, to the point of no recapture, the tav frame did not expand as expected and was unable to ¿attach¿ to the left coronary cusp. Additionally, an infold was observed in the tav frame. The tav was recaptured into the dcs and the dcs was withdrawn from the patient. A second pre-implant balloon valvuloplasty was performed and a new 29mm tav was loaded into a new dcs. The dcs and loaded tav were inserted into the patient's vasculature and advanced to the aortic annulus. Upon deployment of the second tav no issues were noted; the tav was implanted without issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D10. Continuation - concomitant medical devices in use during the event include: product ID d-evolutfx-34 (lot: 0013025874); product type: 0195-heart valves; not an implantable device. Product ID l-evolutfx-34 (lot: 0013120135); product type: 0195-heart valves; not an implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.